Event description:
Clinic reporting a "blood leak" of the dialyzer during initial use. Clinic is single use. Blood was visible in the dialysate upon initiation of dialysis; dialysis machine blood leak detector alarmed. The treatment was stopped, extracorporeal circuit of blood discarded and a new dialyzer was prepared. Estimated blood loss 200 ml. There were no associated adverse effects to the pt. The dialysis treatment was restarted without further incident. Acutal sample not available, but two companion lot samples have been sent to ogden. MDR filed due to reported blood loss. This is the first of two related complaints; facility reported two blood leak incidents with the same lot number.